Manufacturer narrative:
Twenty-four (24) samples were returned in the original unopened packages and available for this complaint response. However, none of these samples were the actual unit involved in the reported complaint because these were all in the original unopened package condition. A visual inspection of the returned samples could not verify the failure mode for this reported complaint. Leak testing was performed and no issues were found. Failure mode is not confirmed. A CAPA (corrective action preventive action) was initiated for this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that in the moment of aspirating the liquid with a bd 60ml luer-lok syringe, there was leakage though the plunger, which caused contamination and loss of medication. The drugs involved were cisplatin and fluorouracil. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that in the moment of aspirating the liquid with a bd 60ml luer-lok¿ syringe, there was leakage though the plunger, which caused contamination and loss of medication. The drugs involved were cisplatin and fluorouracil. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were available for this complaint response therefore failure mode could not be verified. While root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A CAPA (corrective action preventive action) was initiated for this failure mode. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacturer.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that in the moment of aspirating the liquid with a bd 60ml luer-lok¿ syringe, there was leakage though the plunger, which caused contamination and loss of medication. The drugs involved were cisplatin and fluorouracil. There was no report of exposure, serious injury or medical intervention.